Manufacturer narrative:
Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 10-jan-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, patient) regarding a patient with an external neurostimulator (ens). It was reported that pt rep said that this patient) was rushed to the hospital today for severe pain from the insertion site shooting down to her leg. She's unable to lay flat, it was difficult for her to walk. It was later reported there was an epi dural hematoma. There was new pain and walking difficulty. The device was removed. It is unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.